Event description:
It was reported that an asymptomatic patient presented to the operating room for a lead revision due to sensing and capture anomalies. Decrease in sensing and increase in capture threshold value were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field events of decreased sensing and increased capture threshold were not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal.